Manufacturer narrative:
Date of this report: 10/2014. Date rcvd by MFR: 01/13/2015. Conclusion / root cause: the power management (pm) printed circuit board assembly (pcba) was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator is working on battery only. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The field service engineer (fse) evaluated the device and duplicated the reported problem the fse replaced the power supply and the reported problem was resolved. The unit is now back in service.